Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse duplicated the reported event and the gas delivery engine (gde) was replaced. At this time, carefusion failure analysis laboratory has not received the suspect gde for component fault investigation. Once full investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported during power up on this avea ventilator the ventilator displayed and alarm "vent inop". The error log displayed an ifs voltage fault error. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. An investigation was performed ,which duplicated the customer event and identified the root cause of the reported issue was due to a partially connected flat flex cable to the transducer alarm board secondary to undetermined damage. This issue will be internally investigated within carefusion.